Event description:
This event is no longer reportable for the bridge balloon, reported in the initial MDR that it would not advance over the guide wires. At device evaluation, both the returned guide wire and a laboratory guide wire advanced successfully through the bridge balloon. There is no potential for harm if the event was to recur.

Manufacturer narrative:
B5/h2): this event is no longer reportable. G3): device evaluation and investigation were completed 05apr2023. H3): the bridge device and guide wire were returned. Visual inspection found no damage on the bridge device. However, the returned guide wire had a slight bend with multiple kinks observed. During functional testing, both the returned guide wire and an .035 laboratory guide wire advanced successfully throughout the entire length of the bridge.  H6): based on the device evaluation, the reported complaint could not be replicated.certain h6 codes submitted on the initial MDR are no longer applicable and updated with: investigation findings code 213 (replaces 3233), and investigation conclusions code 67 (replaces 11). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Patient''s weight unk. Other relevant history unk. The device has been returned to the manufacturer but the evaluation has not yet begun. A supplemental MDR will be submitted after the device evaluation and investigation have been completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. During prophylactic staging of a spectranetics bridge occlusion balloon device to be used in the event of an emergency, it was discovered the device was unable to advance over the bridge prep kit guide wire. Attempts were made to advance the bridge over a non manufacturer''s guide wire without success. A new bridge balloon was advanced successfully over the non manufacturer''s guide wire. The procedure was completed with no reported patient harm. This report captures the bridge balloon that would not advance over the guide wires; potential for harm if it was to recur in the event of an emergency.